Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 428 mg/dl. Reportedly, the customer did not complete the load process when performing a supply change. Customer administered a manual injection to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support (tts) did a full pump system check and confirmed that pump was functioning as intended and that the pump did alert appropriately to notify the customer that the load process was not completed. Tts assisted the customer through the load process and confirmed that the customer was able to complete the load process and resume insulin successfully.